Event description:
It was reported to medtronic minimed that the customer reported a crack in the battery case tube side and battery tube threads. Also, the customer reported a crack in the screen/display and belt clip rails. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the crack was impacted the pump's functionality. No harm requiring medical intervention was reported. Mmt-1880 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked lcd window, broken belt clip rails, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, and cracked battery tube threads. Cosmetic damage on the battery compartment (crack), display window (crack), belt clip rails (broken), and battery tube threads (crack) are all confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.